Event description:
Reporter indicated the patient was admitted to the hospital for status epilepticus. System diagnostic and normal mode. Diagnostics resulted in elective replacement indicator: yes, indicating the device was at end of service. The reporter stated the depleting generator battery is the cause for the status epilepticus event. Manufacturer received an implant and warranty registration card indicating the patient had undergone generator replacement for "battery depletion." Good faith attempts are being made to obtain additional information and for product return.

Manufacturer narrative:
Analysis of available device programming history. An estimated battery life calculation was done based on a review of available programming history data, resulting in (-2.26) years of remaining until near end of service. Battery life estimate indicates that the generator was at normal end of service.